Event description:
Dilaudid drip started at 1145. Rn having trouble programming pump and pump not receiving information correctly caused rate to be entered incorrectly resulting in over dosage. Error was discovered at 1245 and dnr pt expired.